Manufacturer narrative:
(B)(4). Batch r5a38j. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with an ecr60d reload not loaded on the device. The reload was received partially fired 1/2. In addition the cartridge pan was noted to be dislodged at proximal end left side. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the left inferior lobectomy surgery, could not fire farther after fired 1/2 when severing lung tissue on the fourth firing. There was no patient consequence reported. No additional information can be provided.